Event description:
The provider reported the threading inside the frame at the hinge on the compass spt manual wheelchair are stripped. As a result, the bolt cannot be secured.

Manufacturer narrative:
(B)(4). Follow up #001 initial (B)(4) issued MFR. Report # 1525712-2013-05213 indicting that the product was a compass spt manual wheelchair. The correct product is a 12160 dolomite symphony rollator. This product is not distributed in the USA, therefore, no report to the USA FDA is necessary. The incident happened in (B)(6).